Event description:
The customer reported that they received questionable results for one patient sample tested for intact human chorionic gonadotropin plus the ss-subunit (hcg+ss). An sst tube from the patient, initially resulted as 4300 iu/l and this value was reported outside of the laboratory. A lithium heparin tube from the patient was tested, and resulted as 2036 iu/l. It was questioned whether the tube may have been diluted with perfusion product. Another lithium heparin tube from the same patient was tested on (B)(6) 2012, and resulted as 3100 iu/l. Another lithium heparin tube from the same patient was tested on (B)(6) 2012, and resulted as 3900 iu/l. Another lithium heparin tube from the same patient was tested on (B)(6) 2012, and resulted as 4715 iu/l and this value was reported outside of the laboratory. It is not known if each tube was drawn at the same time or at different times. The patient was not adversely affected by the event. The hcg+ss reagent lot number and expiration date were not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined. The amount of same material remaining was insufficient for investigation. The structures of mdma and thc do not suggest a cross reactivity or interference with the assay. A direct cross reactivity or interference by the patient's abused drugs is not likely.

Manufacturer narrative:
The lithium heparin tube which was tested on (B)(6) 2012 and resulted as 3100 iu/l was from a separate blood drawing of the patient. The lithium heparin tube which was tested on (B)(6) 2012 and resulted as 3900 iu/l was from a separate blood drawing of the patient. The lithium heparin tube which was tested on (B)(6) 2012 and resulted as 4715 iu/l was from a separate blood drawing of the patient. The ectopic pregnancy surgery occurred on (B)(6) 2012.